Event description:
A male pt with a history of renal disease, hyperpiesia and right renal excision, underwent endovascular repair in 2009. The pt's anatomical form was not suitable for endovascular repair due to the access vessel being of inadequate size. A zenith iliac leg was placed in the vessel from the right common iliac artery to the right external iliac artery to repair a right common iliac artery aneurysm. One week later, the pt was experiencing pain in the right lower extremity. Six days later, abi revealed that occlusion was present in the iliac leg. The following month, bypass surgery from the right external iliac artery to the left femoral artery was performed. The pt was planned to be discharged in a week.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr. Introducer sheath. The IFU provides recommendations for proper selection of graft size based on pts specific vessel diameter. Additionally, indications for use are that tfle stent graft assemblies shall be used in conjunction with zenith main bodies for treatment of abdominal aortic or aorto-iliac aneurysms. The failure mode assigned to this case is improperly sized device is deployed in pt. This failure mode was determined based on the provided event description in the event eval form supplied by another country's MFR. The physician's comments are documented on this form; "the iliac leg might have been narrowed since the pt's vessel was small." Additionally, the device was used outside the indications for use in multiple ways. It appears the access vessel was too small for the delivery system, and the device was used for an iliac aneurysm and not in conjunction with main body graft system. A definitive root cause cannot be determined or reported at this time. However, the size of the graft deployed in the pt may have been a contributing factor to the occlusion.